Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one (B)(4) reload was received fully fired and with the pan dislodged from the distal part. No functional test was performed since no instrument was returned for analysis. While no conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an upper lobe segmentectomy procedure, at the first firing with a white load, when the device was closed on the pulmonary vein a crush sound was heard. After the device was fired and removed from the tissue the staples that were deployed were malformed. The patient side the pulmonary vein was ligated but not bleeding. The surgeon placed a clip for security. The specimen side was open and bleeding. The surgeon also placed clips to stop the bleeding. There was no transfusion needed. The cartridge pan was dislodged at the distal end of the load and the last three out rows of staples at the distal end did not deploy. The device was reloaded with white load and the device fired on the pulmonary artery. The device fired a complete formed staple line and cut line as intended. There was no patient consequence. The device was discarded, but the cartridge is available to be returned for analysis.